Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of three pins being broken off from the power module patient cable and lodged into one of the system controller power cable connectors was confirmed via the investigation of the returned system controller (serial number:(B)(4)), which was investigated and reported under (MFR 2916596-2020-05837). Per the investigation of the returned controller, three of the pinholes on the white power cable connector of the returned controller were observed to have pins that appeared to be from a power module patient cable stuck inside of them. Additional information provided stated that the patient cable was exchanged but will not be returned for evaluation. Two log files from (B)(4) were submitted for review and an additional log file was downloaded from (B)(4) when it was returned for evaluation. Furthermore, one log file was submitted for review from (B)(4) and an additional log file was downloaded from (B)(4) when it was returned for evaluation, investigated and reported under (MFR 2916596-2021-01170). The data in the log files from both controllers did not indicate any issues with the power module patient cable. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 alarms and troubleshooting and heartmate ii instructions for use (IFU) under section 7 alarms and troubleshooting cover all alarms (visual and audible), including the pump off, low flow hazard, low speed hazard, driveline fault, and driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also provide guidelines for properly connecting and disconnecting the power cable connectors. Heartmate ii patient handbook section 3 powering the system provides information about the various ways to power the heartmate ii lvas, including how to use the power module and how to power module patient cable to a system controller. This section states when connecting power cable connectors, do not try to join them together without first aligning the half circles inside the connectors. Joining together misaligned power cable connectors may damage them. Heartmate ii patient handbook section 10 safety checklists provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad, including inspecting the power module patient cable connector pins and sockets for dirt, grease, or damage. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed as the lot number of the product is unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The investigation of the system controller revealed that there were pins stuck in pinhole numbers 5 (transmission communication), 6 (receiving communication), and 7 (digital ground) of the white power cable connector. The pins were removed from the connector in order to perform testing on the controller.